Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles, curved openings. A leak test was perform and were found two openings. A microscopic analysis identified: two curved striated openings on posterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Event description:
Device has been explanted.